Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged the patient experienced a sudden cardiac event and subsequently expired the same day which were alleged to have been caused by exposure to naturalyte and/or granuflo product administered during dialysis treatment.